Event description:
It was reported that the system 6600's transport ring was broken presenting a minor hazard during transport. It was later reported that the system was displaying generator error during a procedure and was taken out of service. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The transport ring was replaced. The circuit boards and cables were reseated and made secure. The system was tested and found to be working as intended and placed back into service.